Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prematurally depleting. The device has been implanted 17 months, and the battery voltage had decreased significantly. The patient has received nine 31 joule shocks, and has had 173 non-sustained ventricular tachycardia episodes, for a total greater than 300 episodes. The patient is in chronic atrial fibrillation that conducts to the ventricle.